Manufacturer narrative:
Based on the limited information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Additional information has been requested. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that the patient was implanted with a bard ventralight st mesh for hernia repair. As reported the patient was diagnosed with bowel obstruction and was taken back for a revision procedure. During this procedure it was noted that the bowel was "stuck inside the mesh."